Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the service technician observed blower foam degradation. Additionally, the service technician also noted fluids fail contamination and unrelated error codes. The device was scrapped by the service center after the evaluation was completed.